Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) the top of the units lcd screen has horizontal lines through it.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the top lcd. The fse then performed safety and functionality checks which passed factory specifications. The unit was then returned for clinical use. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) (B)(6). The failure analysis and testing dept. Received assy,display top lcd rohs, serial number n/a with a reported unit failure of the screen having horizontal lines going through it. The failure analysis and testing dept. Performed a visual inspection of the assy,display top lcd rohs, serial number n/a and found the part to be in good condition. The failure analysis and testing dept. Installed the display into the cardiosave test fixture and tested the display to factory specifications per procedure and the cardiosave service manual. The failure analysis and testing dept. Replicated the failure that the customer observed of horizontal lines on the screen. Please see attachment. The display failed testing. Retaining the display in the failure analysis and testing department per procedure.

Event description:
It was reported that during routine check performed by biomed , the cardiosave intra-aortic balloon pump (iabp) the top of the units lcd screen has horizontal lines through it. There was no patient involvement.